Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited high-pacing impedance. The rv lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported event of high-pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.